Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii. Device evaluation: visual analysis of the returned device identified flat creases, a deformation and was observed after autoclave cycle a cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician.

Event description:
Patient reported right side "capsular contracture," baker grade unknown. Healthcare professional confirmed baker grade iii. Healthcare professional reported right side "pain and malposition of implant." Device has been explanted.